Event description:
Information was received indicating that during use of a smiths medical cadd medication cassette, the pump exhibited a "no disposable" alarm. It was reported that 64cc out of 78cc remained in cassette when alarm sounded. Cassette was switched to another pump and the problem was resolved. No adverse patient effects were reported. Per reporter no additional information is available at this time.

Manufacturer narrative:
Additional contact: (B)(6).